Event description:
The customer reported an issue where the pump battery would not charge, even after attempting various troubleshooting steps, including using different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump and instructed the customer to use manual insulin injections in the meantime. The pump was to be put into storage mode and returned using a pre-paid label within ten days, with the customer acknowledging all instructions.